Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during an atrial fibrillation with farapulse, an nrg transseptal needle was selected for use. The physician was having difficulties during transseptal puncture (tsp). A total of four tsp were attempted, three with nrg and one with a non-boston scientific device. The transseptal attempt of concern appeared to have an aorta (ao) pressure trace then an left ventricular (lv) trace, doctor confirmed on transesophageal echocardiogram (tee) that not in ao but images were difficult. Then bringing needle back and a normal right atrium trace. This raised concerns as the other two traces are unexplainable beyond actually being in the ao. Anesthetists looked at her toe imaging, the most senior advised that there was an esophageal obstruction and hence it would be difficult to get a clear view of the septum for tsp. An echo fellow was able to obtain a view that the physician was satisfied with to proceed. It was possible to visualize wire in ra on toe and fluoroscopy. It was suspected the wire may have been just inside the sheath on the first application so advised to advance slightly so it was sufficiently out. There were no effusion nor perforation noted. A successful tsp was made and left atrium (la) trace also looked normal. By the end of case scan showed no effusion and all was fine from anesthetic's pov. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Event description:
It was reported that during an atrial fibrillation with farapulse, a nrg transseptal needle was selected for use. The physician was having difficulties during transseptal puncture (tsp). A total of four tsp were attempted, three with nrg and one with a non-boston scientific device. The transseptal attempt of concern appeared to have an aorta (ao) pressure trace then an left ventricular (lv) trace, doctor confirmed on transesophageal echocardiogram (tee) that not in ao but images were difficult. Then bringing needle back and a normal right atrium trace. This raised concerns as the other two traces are unexplainable beyond actually being in the ao. Anesthetists looked at her toe imaging, the most senior advised that there was an esophageal obstruction and hence it would be difficult to get a clear view of the septum for tsp. An echo fellow was able to obtain a view that the physician was satisfied with to proceed. It was possible to visualize wire in ra on toe and fluoroscopy. It was suspected the wire may have been just inside the sheath on the first application so advised to advance slightly so it was sufficiently out. There were no effusion nor perforation noted. A successful tsp was made and left atrium (la) trace also looked normal. By the end of case scan showed no effusion and all was fine from anesthetic's pov. No patient complications occurred. The device is not expected to be returned for analysis (disposed). It was further confirmed that the nrg transseptal needle was not used in this case, instead the product used in this procedure was the versacross connect access solution for faradrive.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, brand name (d1), model number, lot number, catalog number, expiration date and unique identifier (UDI) # (d4), in section d - suspect medical device, MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country (g1), and premarket / 510(k) # (g4), in section g - manufacturing site. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.